Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 48mm synergy xd drug-eluting stent, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported.